Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring battery failed alarm. The customer's blood glucose was 154 mg/dl at the time of incident. Troubleshooting was performed and the battery failed alarm was still recurring. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.